Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected loss of ventricular capture as detected during a routine follow-up. An x-ray was performed which showed no apparent lead damage. A device replacement was scheduled, and the local area boston scientific sales representative was present in the operating room. After disconnecting the lead from the pulse generator and connecting it to the pacing system analyzer (psa), the measured impedance was approximately 700 ohms, and the measured threshold was within limits. Prior this, according to health care professional (hcp) information, the impedance had progressively decreased since (B)(6) 2025, reaching around 500 ohms. The new device was connected to the existing lead, and proper ventricular capture was confirmed. Besides intervention, there were no other adverse patient effects reported. The explanted device will be returned for analysis.